Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the peeled coating could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿1.inspect the control section, video connector and light guide connector section for excessive scratching, deformation or other irregularities. 2.inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2).¿ olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus visera tracheal intubation videoscope due to an air/water leakage issue from the insertion tube. There was no patient harm reported as a result of the above event. During the device evaluation, it was discovered that the coating material on the insertion guide was peeling. This report is being submitted to capture the peeling coating material found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the coating material on the insertion guide was found peeling off the device. There were several other forms of device wear and tear noted throughout the unit. Those include, but are not limited to physical stress, material deterioration, and adhesive failure. If additional information becomes available following the device evaluation, a supplemental report will be filed.